Manufacturer narrative:
The insulin pump was received with constant tone and frozen screen due to faulty interface board. Analysis was unable to verify watchdog timeout alarm, unexpected restart alarm or external ram error alarm or perform the functional testing, including the operating currents test, self test,unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to constant tone and frozen screen. The insulin pump had cracked case at display window corner, minor scratched display window.

Event description:
The customer reported via phone call that they received watchdog timeout alarm, unexpected restart alarm and external ram error alarm. The customer reported that half of the insulin pump was not working. The customer's blood glucose was 152 mg/dl at the time of call. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.